Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: at the time of testing, inspected ventilator showing error 232056 (plausibility between pambient and pfilter failed) and self test failed no patient involvement